Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon inspection of an orthopedic foot instrument set on (B)(6) 2020, a shaft for trephine attachments was found broken. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Investigation flow: damage. Visual inspection: the shaft for trephine attachments (part # 03.111.030/ lot # 8545278) was received at us cq. One of the distal prongs of the device was broken. No fragments were returned. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes; one of the distal prongs was broken. Dimensional inspection: dimensional inspection was not performed due to post-manufacturing damage document/specification review: drawing(s) reviewed: (current & manufactured revisions) conclusion: the overall complaint was confirmed for the received shaft for trephine attachments as one of the prongs was broken. Although no definitive root-cause can be determined its possible the device encountered unexpected forces during use or while in storage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.111.030 lot: 8545278 manufacturing site: bettlach release to warehouse date: oct. 23, 2013 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.